Event description:
Per the clinic, the patient experienced an infection at the implant site and skin overgrowth on the abutment. The patient was treated with antibiotics (type and duration not reported) and underwent a procedure (date not reported) to remove the excess skin. The patient has resumed use of the device.

Manufacturer narrative:
(B)(4). Implanted device remains.